Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately paced. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing including bench handling and pacer functional stress testing without duplicating the report. Review of the device log found several ECG lead off messages. However, without the clinical file, it cannot be determined if the user was in a fault state while attempting to pace. The device was recertified and returned to the customer. According to the r series operator's guide: "pace stimuli are also delivered asynchronously whenever there is an ECG lead off condition. Due to the lead off condition, no ECG waveforms will be displayed when pacing by this method. Use other means to determine capture such as checking the patient?s pulse. When asynchronously pacing with an ECG lead off condition, the rate and current should be set at the known capture level or high enough (100ma) to presume capture." Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.